Event description:
The screwdriver mentioned below broken during the tightening of a locking screw. The screwdriver broke at the level of its threaded part. The broken threaded part remained in the screw head.